Manufacturer narrative:
This report is for an unk - extraction instruments: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that, during the surgery the quick connect handle latches on quick connect instrument and will not release. The instruments get stuck down in the connection portion to the handle. Procedure was completed successfully. This report is for one (1) unk - extraction instruments. This is report 2 of 2 for complaint (B)(4).